Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the leading edge of the set screws stripped off into the patient while inserting into the tulip head of screw. Procedure was completed successfully. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.